Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they had distorted image that occurred on the mobile viewing station (mvs) screen. There was no patient present when this issue was identified. No additional information was provided.